Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. The device was reprogrammed and the patient will continue to be monitored. This lead remains in service. No further adverse patient effects were reported.